Manufacturer narrative:
The technician found the siderail latch was worn. He replaced the siderail latch to repair the bed.

Event description:
Information received indicates the right siderail will not lock into position.